Event description:
It was reported that the patient had an infection during the trial. The patient did not know she had an infection until she went to have the trial removed. The patient reportedly got a ¿knot.¿ the patient ¿squeezed and squeezed until she could not get any more out.¿ it was noted that the date of the trial start and end date were unknown (would have been at the end of october or the beginning of (B)(6) 2013).

Manufacturer narrative:
(B)(4).